Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specification. Additionally, the returned unit passed functional testing. No abnormalities were noted with the device riveting and welding. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an esophageal biopsy procedure performed on (B)(6), 2011. According to the complainant, a single biopsy was taken to complete the procedure. However, post procedure, the patient complained of chest pain and was sent for an x-ray. Additionally, a barium swallow was performed which revealed the presence of a lesion. No additional treatment was required to treat the lesion, but pain medication was given to treat the patient's chest pain. The account reported that the device was inspected prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the patient returned the following day for a follow-up visit and the patient's condition was again reported as being stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an esophageal biopsy procedure performed on (B)(6), 2011. According to the complainant, a single biopsy was taken to complete the procedure. However, post procedure, the patient complained of chest pain and was sent for an x-ray. Additionally, a barium swallow was performed which revealed the presence of a lesion. No additional treatment was required to treat the lesion, but pain medication was given to treat the patient's chest pain. The account reported that the device was inspected prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the patient returned the following day for a follow-up visit and the patient's condition was again reported as being stable.